Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a procedure with the device, the examination lamp of the device went off. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation of the device and the legal manufacturer's final investigation. The following sections were updated: a1, d4, d10, g4, g7, h2, h3, h4, h6 and h10. An olympus field service engineer (fse) was dispatched to the user facility. The fse found the ventilation grill was completely blocked and the lamp was too hot. The fse cleaned the ventilation grill and replaced the lamp to address the issues. Based on the legal manufacturer's investigation, it is likely that the lamp failed because the device could not be cooled down due to the blocked ventilation slots by the user or blocked ventilation slots by dust, resulting in an abnormal temperature rise in the lamp. The following cautions are provided in the instructions for use (IFU), which could have prevented the reported issues: · keep the ventilation grills of the light source clear. The ventilation grills are located on the rear panels. Blockage can cause overheating and equipment damage. · clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating. A review of the device history record found no issues that could have caused or contributed to the reported issues.